Manufacturer narrative:
(B)(4). No further information was available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data reviewed showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The patient was going to be scheduled for an in-office device check. The device remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient was not doing well with cancer treatments, therefore, the physician updated the patient status to dnr and turned the defibrillator. No further interventions were going to be performed with regards to the patient's device.